Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had post-reset ram crc alarm and frozen display. The customer¿s blood glucose was unknown. The insulin pump had reoccur frozen display. The pump error did not clear after troubleshoot. The insulin pump had blank display and display return after troubleshooting. The insulin pump had power loss alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted. Also no unexpected frozen screens, blank displays, or post-reset ram crc alarm were encountered during testing.